Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: a battery compartment crack was observed below grip pad. Display lens has peeled off. The pump case is damaged in display bezel area. The pump powers with returned battery cap to a blank display, audible tone and no vibration. Display screen damaged. The vibrate motor is found to be defective. There were multiple por events observed in black box on 3/9/2015. Removed pump case. Power pcb found to be cracked at negative battery terminal. Rf circuit pins on transceiver board show impact damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.